Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. The lead was received with the helix fully extended with blood and tissue on it, and the distal conductor distorted within the connector. Electrical testing to determine continuity of the conductor(s) passed. The lead, fully extended, measured .070 inches. Mechanical testing of helix was not possible, as the distal conductor was distorted in the connector. Further findings noted damage at implant. Primary analysis findings noted no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, during repositioning of the lead the helix would not retract. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.